Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that, during an implant procedure, this right ventricular (rv) lead had a pacing impedance of 1,700 ohms. The lead was repositioned, but the pacing impedance increased, and a measurement greater than 4,000 ohms was recorded. The lead was explanted, as a fracture was suspected. The patient then experienced hypotension, and the procedure was stopped. It was reported the patient was bleeding out of the ventricle, likely due to a perforation. It is unknown whether the perforation contribute to the out of range measurements. No further adverse patient effects were reported.

Manufacturer narrative:
The lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--